Event description:
While doctor was performing a vasodilator study, the mckesson windsurfer monitoring system did not perform accurate commands in order to obtain pertinent information. While trying to measure pressures, the cardiac output would not function properly and the system froze. This has happened numerous times in the past and mckesson and are aware of the problem. No harm to the patient.